Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n370 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n370 shows no trends. Trends were reviewed for complaint category, pressure dome leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. (B)(6). (B)(6) 2025.

Event description:
The customer contacted mallinckrodt to report they experienced a pressure dome leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a leak at the pressure dome during the treatment after 150mls of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The patient was reported to be in stable condition. The kit return was requested; however, the customer will not return the kit. The customer will not return product for investigation.

Manufacturer narrative:
An investigation was completed based on the complaint description, smart card data and returned kit. A review of the data on the returned smart card showed multiple alarm #16: collect pressure warnings and multiple alarm #17: return pressure warnings occurred during a treatment that was not completed. The kit was returned intact and a visual inspection found dried blood on the body of the return pressure dome, which was missing its diaphragm. The diaphragm was not included in the returned kit. A test diaphragm was installed on to the return pressure dome, and a pressure test did not find any leaks. The loss of the diaphragm could not have been an assembly error as finished kits are pressure tested for leaks and an unseated diaphragm would have been found during that test. The most likely root cause for the pressure dome leak is due to the pressure dome not being secured onto the pump deck during installation of the kit by the end user. No further action is required at this time. (B)(4), (B)(6) 2026.